Event description:
Hold for em 5.11through the implant patient registry, it was learned that a patient with a 25mm 11500a aortic valve implanted for 1 year, 3 months was explanted due to unknown reasons. The device was replaced with a 27mm 11500a aortic valve. No other details provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10 - additional manufacturer narrative: updated sections b5, b7 and h6 codes per additional information received on 05/04/2022. H11 - corrected data: it was determined that this event was due to patient related factors with no indication or evidence that the subject device caused or contributed to the event. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned that a patient with a 25mm 11500a aortic valve, implanted for 1 year, 3 months, was explanted emergently to repair aortic dissection. A 27mm 11500a was implanted in replacement. Per medical records, the patient presented in the ER with chest pain, CT showed type a aortic dissection, and was transferred to another hospital for surgery. He was emergently taken to the or for ascending aortic and hemiarch replacement and aortic root replacement with a 30mm valsalva graft. Intraoperatively the aortic root was found have massive dilatation and tear at the level of the stj. The previous 25mm valve was excised. A conduit was made with 27mm 11500a aortic valve and a 30mm gelweave graft. The patient was weaned from bypass with good biventricular function and good hemostasis and transferred to the ICU in stable condition. Postoperatively there were complications of embolic tia, aspiration pneumonia, and aki. On pod #12, the patient was discharged to a rehab facility in stable condition. This is an 82-year-old male with a history of aortic stenosis s/p avr and CABG x2, cad, s/p stents, hypertension, diabetes ii, former smoker, ascending aortic aneurysm, and atrial fibrillation s/p watchman implant 12/2020.